Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a deformed cable, covered with tape and confirmed a noisy image (subject cannot be recognized). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the camera provided no image, an image with partially colored stripes in the screen or complete disappearance of the image during a transurethral resection of the urinary bladder procedure. A delay in the procedure occurred due to the problem, reported to olympus as a doubling of the surgery time. There was no adverse health effect to the patient, attributed to the delay. The intended procedure was completed using the same device by maintaining tension on the device cable throughout the entire procedure in order to prevent image loss. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image was due to the deformed and broken cable. The cause of the defective cable could not not be identified. Olympus will continue to monitor field performance for this device.